Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was lower than their implantable pulse generator (ipg) lower rate and thought that "something is not working right". The ipg remains in use. No patient complications have been reported as a result of this event.